Manufacturer narrative:
The account replaced the pt pendant to repair the bed.

Event description:
The biomed stated the head of the bed lowers on its own. When he unplugged the pt pendant, it would stop. He tried another known working pendant and it functioned properly.